Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 5.0 x 60mm mustang balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.